Event description:
The event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap that reportedly disconnected from the bd proprietary pump tubing at the distal end. There was no report of any human harm.

Manufacturer narrative:
The reported complaint of disconnection could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. A lot number was not provided for a device history record review.